Manufacturer narrative:
The device was not returned, so evaluation of the actual device was unable to be completed. Images are available, and an imaging evaluation is in progress. The review of the manufacturing paperwork verified that the lot met all pre-release specifications.

Event description:
On (B)(6) 2019 the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. It was reported that, while ballooning the patient's aorta after successful implant of the trunk-ipsilateral leg component, the patient's proximal aortic neck ruptured. Reportedly the rupture occurred proximal to the trunk-ipsilateral leg component. The patient's aneurysm did not rupture. It was noted that the physician suspected that the ruptured proximal aorta was due to the patient's aorta being calcified and fragile. Two pla230300 and two pla260300 gore® excluder® aaa aortic extender components were used to attempt to treat the patient's ruptured proximal aorta. Reportedly the patient went into cardiac arrest. The patient subsequently expired.

Manufacturer narrative:
An imaging evaluation was completed, and the evaluation stated the following: pre-op images provided. Centerline reconstruction illustrates a heavily calcified proximal neck. Straightened centerline reconstruction illustrates a heavily calcified proximal neck. Axial image illustrates a heavily calcified aorta with diameters in the 15-16mm range. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), additional considerations for patient selection, and anatomical requirements for use of the trunk-ipsilateral leg endoprosthesis include, but are not limited to, minimal thrombus or calcification in the proximal aortic neck. Furthermore, the IFU states that potential adverse events that may occur and/or require intervention include, but are not limited to, vascular trauma (e.g. Bleeding, rupture, and death).